Event description:
The pt stated that in 2006, she had an instance where her infusion device began beeping and displaying "strange numbers." She stated that her power pack had been in use for about 3 weeks and she was aware of the recall. She stated that she was able to insert a new power pack into her infusion device and it functioned properly. She was educated on the importance of changing the power pack every 2 weeks. No physiological effects were reported. The pt did not report assistance by a healthcare professional or second party to address the issue. No product was available for return.

Manufacturer narrative:
No product will be returned for evaluation.